Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached explant indicator and then emitted beeping tones. Transmission indicated that the device exhibited abnormal battery depletion. The patient experienced symptoms of shock tingle sensation from the shoulder near the device site. The device was explanted. No additional adverse patient effects were reported.